Event description:
The customer has requested an investigation to determine the cause for an elevated white blood cell (wbc) content that was measured in the platelet product. There was not a transfusion recipient or pt involved at the time of the residual wbc testing, therefore no pt information is reasonably known at the time of the event. Donor unit # (B)(4). The disposable set is not available to be returned for evaluation. This report is being filed due to device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: signals in the run data file indicate that the elevated wbc content in the platelet product was likely a result of an escape of wbcs from the lrs chamber. There are no events (changes in pump speed, substate changes, etc.) In the procedure that correspond with the onset of the overloading of the lrs chamber. This machine has run several procedures since this run without incident or complaint. The device history records were evaluated for this lot. There were no notable events during manufacturing that would contributed to the evaluated wbc count that the customer experienced. Root cause: this disposable set was unavailable for specific root cause analysis. A definitive root cause for the observed leukoreduction failure remains undetermined at this time. Wbc contamination of platelet products can occur because the blood cell holding capacity of the lrs chamber has been exceeded. The trima system, however, may not flag this event to alert the operator. Early and correct entry of donor values is crucial for the device to perform optimally. Donor physiology may also contribute to a higher than expected level of wbcs.